Event description:
No new information received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker underwent an off-label magnetic resonance imaging (MRI) scan. Prior to the scan, the field representative consulted with boston scientific technical services (ts). Ts discussed precautions to take prior to scanning. Following the scan, right ventricular (rv) lead pacing impedance was high and out of range. The device was programmed to mitigate the impedance issue. No adverse patient effects were reported. This device remains in service.

Event description:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no objective evidence of a product malfunction; please refer to the description submitted initially for more information regarding the specific circumstances of this event.